Event description:
It was reported that the cardiologist thinks that the deep brain stimulator caused the aicd (automatic implantable cardioverter-defibrillator) to discharge and shock the patient. The patient has an implanted neurostimulator implanted in the right chest and an aicd is in the left chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported there was no way to confirm the dbs caused the aicd to discharge. The dbs was in a bipolar configuration as recommended by the manufacturer. The implant distance was more than the recommended distance of 20 centimeters as the dbs was implanted in the right chest and the aicd was implanted in the left flank under the axilla. The aicd was another manufacturer that had recently been replaced due to end of life. When discharge occurred, the patient was in a physical therapy session. The patient¿s dbs system was placed in 2011 and a rechargeable device was placed in 2017 with them having the aicd placed in 2015 and had no issues with either device until aicd was recently replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.